Event description:
Per the audiologist, the pt's flange fixture with abutment fell out due to lack of osseointegration. The ctr indicated that the pt would probably be reimplanted. Repeated requests for add'l info were made, however, no info was provided. The device was not returned for analysis.

Manufacturer narrative:
This is a final report.